Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient came in on (B)(6) 2023 unconscious and using their backup controller. The driveline was disconnected from the patient's primary controller (hsc-101313) at 10:24:20 and a system controller shutdown sequence was initiated at 10:44:44. The driveline was connected to the patient's backup controller (hsc-100667) at 10:32:46 and there were no further alarms.

Event description:
It was later reported that there was a loss of consciousness as a consequence of the left ventricular assist device (lvad) being off during the attempted controller change. The patient did so on their own and was found mid controller change with the driveline disconnected. Related MFR. Report #s: 2916596-2023-03521 and 2916596-2023-01540.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined. The submitted controller event log files contained relevant, partially overlapping events spanning from (B)(6) 2023-(B)(6) 2023. The pump appeared to have been operating as intended at the fixed speed while the driveline was connected to the system controller and the system controller was connected to external power. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.